Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was within target range. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.